Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u..s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
Reportedly, no ventricular spike could be produced with magnet application and it was also indicated that telemetry showed a lead impedance greater than 3000 ohms. The subject pacemaker was replaced.